Manufacturer narrative:
(B)(4). Device was not returned for evaluation. (B)(4). Both devices cut but did not staple. This was a weekend case with the call team only and no devices were kept. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. [(B)(4)].